Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an unknown blood glucose (bg) level and ketones a healthcare provider deemed life threatening in (B)(6) 2025. Cause was unknown. Reportedly, due to the elevated bg, the customer experienced an acute kidney injury. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later (no specific date was provided) with the issue resolved.